Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A customer ordered an intraocular lens (iol) with model zct, in error. The iol was implanted, and the customer had to subsequently explant it and replace it with the correct model (zxt). No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional info: new/clarified information was received. The customer ordered a model zct lens in error. The iol was not used and was not implanted as initially reported in the initial MDR. Therefore, the event for explant of the lens is not correct. The lens was not used. (B)(4). The lens was not returned; therefore, an evaluation was not possible. Labeling evaluation: the direction for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.